Event description:
Caller states her husband reported low blood glucose symptoms with result of 35 mg/dl obtained on the aviva system. Caller treated him with 2 glucose tablets and a small glass of orange juice. Caller tested her husband approximately 10 minutes later and obtained result of 90 mg/dl on the aviva system. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states her husband reported low blood glucose symptoms with result of 35 mg/dl obtained on the aviva system. Caller treated him with 2 glucose tablets and a small glass of orange juice. Caller tested her husband approximately 10 minutes later and obtained result of 90 mg/dl on the aviva system. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.